Event description:
It was reported a patient underwent an open nephrectomy procedure on an unknown date in (B)(6) 2023 and suture clip was used. After applying the clip on suture the clip would only close about half way, causing the clip slide and not secure the suture. There were no adverse consequences for the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not confirmed. Additional information provided: applied onto 3-0 vicryl suture. Surgeon went through the entire box of clips and was able to get two to close and secure the suture. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the quantity of clips would only close about half way for case reported? - please provide the applier product code and lot number? - please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). When the event occurred, was the suture placed near the hinge of the clip? Were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damaged (jaws straight and aligned)? If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? - device return status. Please document the shipment tracking number: h3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned cartridge. Visual analysis of the returned samples revealed that cartridge was received sterile with no apparent damage and 6 clips loaded. The cartridge was tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed six clips as intended. The clips were as intended and conforms to our manufacturing requirements. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clip was performed without any difficulties noted. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Note: events reported on: mw# 2210968-2023-06825, mw# 2210968-2023-06826, mw# 2210968-2023-06827, mw# 2210968-2023-06828, mw# 2210968-2023-06830, mw# 2210968-2023-06831, mw# 2210968-2023-06832, mw# 2210968-2023-06833, mw# 2210968-2023-06834. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.